Manufacturer narrative:
Device received with blank display problem isolated to the electronic assembly. Unable to verify audio/vibrate anomaly due to blank display. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating and the screen was totally blank. The customer stated contacts on battery cap was not damaged. The display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.